Event description:
It was reported that during s routine check the cardiosave intra-aortic balloon pump (iabp) shows that the battery is in use during the process of connecting the ac power. After the battery is exhausted, the machine automatically shuts down, and then it can no longer be started. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tried to remove the battery and connect it to ac, but it still won't turn on. The unit cannot be turned on and cannot be used at present. The last maintenance time of the machine is 2022.1.14. The frame power module and power monitoring board are suspected to be faulty. In the near future, the engineer will go to the hospital to complete the repair work as soon as possible after getting the parts. Feedback will follow up. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Manufacturer narrative:
Additional information: event site state: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced power supply monitor board , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.